Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e101 error could not be identified. However, it¿s likely the cause is related to the fan being dirty. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error code e101 temperature error. The medical technician on site noticed that the fan of the unit was very dirty and cleaned the fan. After that, the fault disappeared. However, the unit did not work because the maj-604 cable was not plugged in. After plugging in the cable, the tower worked. The issue was found during the procedure. There were no reports of patient harm.